Event description:
Health care professional reported a capsular contracture baker grade lv. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture was requested on november 15, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
.Health care professional reported a capsular contracture baker grade lv. This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Health care professional reported a capsular contracture baker grade lv. This relates to the left side. Device has been explanted.